Manufacturer narrative:
This report is submitted on june 19, 2024.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (date not reported) due to poor magnet retention. The implanted device remains.